Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection of the device, it was noted to have tiny scratches next to the small hole on the cuff. Additionally, the device was leak tested. As a result, the cuff was unable to fully inflate and immediately deflated as air escaped through the tiny scratches. The customer's reported complaint has been confirmed. The root cause has been determined to have been caused from rubbing, perhaps from coming into contact with something sharp externally or hard cartilage on the patient.

Event description:
Information was received that a smiths medical bivona tracheostomy tube was found to be leaking after three days in use.